Manufacturer narrative:
(B)(4). Date sent: 6-1-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed ((B)(6) 2012) that complaint was reported additional information requested but not received yet. What piece broke off the ace36p? Titanium blade tip, white teflon tissue pad, metal clamp arm, if any piece fell into the patient, was the piece retrieved?

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. In addition, a staple was found embedded on tissue pad. The staples and scratch are evidence that the blade had been in contact with another metal instruments or objects when the instrument was activated. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the tip broke. Unknown how case was completed. There were no adverse consequences for the patient.